Event description:
An amo company representative reported that a surgeon experienced a corneal burn in the patient's operative eye during a cataract extraction procedure. In addition, the surgeon reportedly punctured the capsular bag with the phaco tip. An iol was implanted into the sulcus. The wound required sutures to close. The conjunctiva was sutured over the incision to help seal the wound. The patient currently has poor vision due to some corneal folds as a result of the burn.